Event description:
It was reported that a novum iq syringe pump had occlusion error during programming in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent flow accuracy testing by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. A downstream occlusion sensor test was performed, and no occlusion errors were triggered. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history lot was reviewed, and one downstream occlusion alarm was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.